Event description:
It was reported that the pacemaker was exhibiting undersensing. The lower rate limit was recently increased from 60 to 70 beats-per-minute, which resulted in atrial paces causing intrinsic ventricular beats to fall within the following ventricular blanking period. Technical services (ts) was contacted, and ts recommended reducing the lower rate limit back to 60 beats-per-minute. The pacemaker system remains in service. No adverse patient effects were reported.